Event description:
On december 9, 2022, fujifilm corporation was informed of an event involving ei-580bt. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) a perforation occurred in the intestinal tract. An over-the-scope clip system was used to close the perforation and the procedure was completed. There was no death reported with the event.

Manufacturer narrative:
The perforation occurred near where the overtube balloon came into contact with the intestinal wall. It was noted that the patient's intestinal tract could be more susceptible to injury due to her old age. A supplemental report will be submitted pending investigation results.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between (B)(6) 2021 and (B)(6) 2023, due to FDA 483 observations issued to fujifilm corporation on (B)(6) 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Manufacturer narrative:
On january 27, 2023, fujifilm corporation concluded the root cause investigation of the ei-580bt and pb-20 balloon controller. It was confirmed that there was an air leak in the pb-20 air supply tube and intake tube caused by gaps and aging. However, these malfunctions have no impact on the maximum air supply volume/pressure and cannot be contributed to the perforation. There were no abnormalities observed on the insertion portion of the scope, and no defects were noted that would impede the inflation/deflation of the balloon in the air supply channel. The overtube and balloon were discarded at the facility and were unable to be investigated. Therefore, the root cause could not be determined.